Manufacturer narrative:
Philips service replaced mpd control board and geometry pc, verified the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that geometry movements unavailable due to mpd control board failure on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.